Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and performed the bicarbonate buffer test per (B)(4). The sensor passed per specification with accurate readings. The following physical damage was noted: bent cannula and cannula split from tubing. It could not be confirmed if the customer received the sensor in said condition due to the customer returning an opened/used product.

Event description:
The customer reported via phone call that she had received two calibration errors and a change sensor error. The patient's blood glucose was 154 mg/dl. Troubleshooting was initiated for the bad sensor alert. The customer had a recent sensor glucose of 55 mg/dl while her blood glucose was 145 mg/dl. The customer removed the sensor and the cannula was bent. The customer was given tips on proper calibration methods. The sensor was returned for analysis and a replacement sensor was shipped to the customer.